Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the blade in the vessel sealer extend (vse) instrument was out of adjustment. The procedure was completed with no reported injury. The vessel sealer is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the issue occurred during the procedure. The vessel sealer extend instrument was inspected prior to use and there was no damage found. The issue occurred while cutting the tissue. The instrument broke and a fragment fell into the patient. A coelioscopique clamp was used to retrieve the fragment. The vessel sealer extend instrument was not removed during the procedure (prior to the breakage). Upon the final removal of the vse instrument, the wrist was straightened and the surgical staff did not feel any resistance upon removal of the vse instrument through the cannula. After the event occurred, no damage was noticed by the surgical staff to the cannula. The customer indicated no additional surgical procedure was required to remove the fragment and there was no post-operative test performed to check for remaining fragments. According to the surgeon, before the issue occurred the instrument was in use for 5 minutes. There was no procedure delay. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the vessel sealer extend instrument (part number 480422-01/lot number l91211010 0351) associated with this event has been performed. Per logs, the vessel sealer extend instrument was used for a procedure on (B)(6) 2022 using system sl0080. The alleged instrument had 0 use remaining after the last procedural use. This complaint is reportable malfunction and adverse event based on the following conclusion: it was alleged that the vessel sealer extend instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed but not replicated the customer reported complaint. Fa found primary failure of the dislodged blade to be related to the customer reported complaint. Based on the log review, the vse instrument had one blade jammed failure. However, no dislodged blade was observed during in-house testing. When placed and driven on an in-house system, the vse instrument passed initialization. Functional tests were unable to be performed since the vse instrument was returned with a cut energy cord. The vse instrument passed jaw ceramic dot verification and ceramic dot swipe tests. The knife slot measurement was 0.028". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The root cause of dislodged instrument blades is typically attributed the mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.